Event description:
It was reported that there was a non-displaced fracture at the level of the calcar which included the holding of the prosthesis. The issue was resolved without the occurrence of a sequelae.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
It was discovered during the investigation that this is a duplicate report of 3000931034-2022-00250. Further communications regarding this event will be submitted under 3000931034-2022-00250 if there is additional information received.

Event description:
It was reported that there was a non-displaced fracture at the level of the calcar which included the holding of the prosthesis. The issue was resolved without the occurrence of a sequelae.